Event description:
It was reported that "pump 'shut off' twice during operation. Evaluate and repair as necessary. Biomed didn't think that the pump was running on battery as they were not transporting at the time but he wasn't sure. Perform a battery load test. Replace cpm and, if necessary, the battery. No patient issues. Therapy was discontinued".

Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture date is unavailable. Returned for investigation was the ac3 cpm board with 3.11.00 firmware. Visual inspection of the cpm board was performed, and no abnormality was noted. The cpm board was installed into a known good ac3 and performed functional testing. The pump was powered up successfully. Pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Performed ECG, ap signal and trigger checklist and passed. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was left to run for approximately over 60 minutes with no issues. The cpm board functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iabp "pump shut off twice during operation" is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.